Event description:
It was reported that the device was explanted after an implant duration of zero days; however, the reason for explant is unk. No further details were provided. Info learned from implant pt registry. Info received 4/3/2008: device was explanted due to regurgitation. Pt did not have any infectious disease. Info per nurse practitioner.

Manufacturer narrative:
Device not returned